Manufacturer narrative:
Concomitant medical products: product ID 3888-28, lot# j0214121v, implanted: (B)(6) 2003, product type: lead; product ID 748910, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 74001, lot# n258400, implanted: (B)(6) 2011, product type: adapter; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported they were sore and uncomfortable "like after implant" starting on (B)(6) and noticed redness on (B)(6). The area around the implant felt like a pocket of fluid was present which was also noticed on (B)(6). On (B)(6) the entire system was removed due to an infection. There was no plan for replacement. Relevant medical history includes non-malignant pain and occipital neuralgia.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-28 lot# j0214121v, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: lead, product ID 748910 (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient got a staph infection from her last implant procedure at the implantable neurostimulator and lead areas. It was very painful and the infection followed the wire, so they left most of the leads implanted in her head. The leads were also left in her neck which an x-ray confirmed. The leads in her neck are very uncomfortable. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient's weight at the time of the event was (B)(6). It was also noted that the patient did not know if the explanted device was returned to medtronic for analysis. No symptoms were reported. No further complications were reported.